Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -9.00/1.5/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2017. Lens rotation not associated to a low vault was observed, the lens was repositioned with no resolve. On (B)(6) 2018 the lens was removed and exchanged, the problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on the lens. There was clear surgical residue on the product and lens surface. Visual inspection found the haptic torn. Corrected data: the reporter indicated that a 12.1mm, vticmo12.1, -9.00/1.5/085 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on 30-may-2017. Lens rotation not associated to a low vault was observed, the lens was repositioned on 13-july-2018 with no resolve. On 02-aug-2018 the lens was removed and exchanged, the problem was resolved. (B)(4).